Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were several episodes of noise noted on the right ventricular channel. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
New information was received indicating that the right ventricular lead was capped and replaced. The patient was stable.